Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the location of the implantable cardiac monitor (icm) was very uncomfortable for the patient and the wound never fully healed following implant due to a possible infection. The icm was explanted. No further patient complications have been reported as a result of this event.